Manufacturer narrative:
The device referenced in this report was not returned to siemens for investigation. The engineers investigated a similar swiftlink and the reported system recognition issue when the transducer was connected through the swiftlink was able to be confirmed. It was determined that the root cause of the recognition issue is due to the eeprom which could not be programmed by the user. The failure occurred because a process during te manufacturing was omitted. A corrective action to address the process has already been implemented. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent a cardiac catheterization study. As the physician was performing the study, the ultrasound system quit recognizing the catheter. The ultrasound system was not rebooted but it was reported that a different but a similar catheter was used to complete the study. There was a delay of 10 minutes while the catheter was replaced. There was no loss of data and there was no patient adverse event reported. No additional information was provided.